Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.9, lab: 5.9. Patient tested on his meter and then went to the hospital. Diagnosed with pneumonia, fluid in the lungs and diabetes. Patient was in the hospital for five days. No strips left to provide lot number.